Manufacturer narrative:
Device 2 of 5. Common device name: hydrophilic cure catheter. Male 16¿, straight tip, (hydrophilic). Distributor: (B)(4). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: (B)(4). Manufacturing site: (B)(4).

Event description:
Consumer reports that he has "used 5 catheters and he noted that some were rough feeling and one caused a drop of blood upon removal of catheter from penis". No photograph received depicting the reported complaint issue. Consumer did not report any medical interventions.